Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A visual inspection was performed on the received device using an olympus boroscope. The instrument channel was inspected and found tear marks inside the channel from the bending section side. Additionally, multiple kinks were noted inside the instrument channel from the biopsy port side. The bending section cover glue was inspected under a microscope and noted discoloration and cracks. The objective lens was found to be cracked. The bending section cover is in good condition. The scope did not pass the leak test due to the tear marks inside the channel. Based on the evaluation the user¿s complaint could not be confirm as there were no signs of any fragments or missing pieces that came off the scope. The tear marks inside the channel is likely due to a metal instrument coming into contact with the channel which is attributed to mishandling. The discoloration to the bending section cover glue is due to chemical damage. The gif-h180 instruction manual states ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.

Event description:
The user facility¿s nurse informed the service the center that during a diagnostic esophagogastroduodenoscopy (egd) procedure, pieces from the inside of the scope fell into the patient. The device fragments were retrieved from the patient with forceps. There was no bleeding observed. The nurse reported that prior to the incident the staff had experienced resistance while attempting to insert the instrument into the scope's channel. The instrument was withdrawn and the scope was straighten slightly before, the instrument was reinserted without issue. The intended procedure was completed with the same device. There was no patient injury reported.